Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that while going down a ramp and coasting down, the chair will veer to the right.